Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the guidewire could not be inserted beyond the tip of the attempted left ventricular (lv) lead. The lead was removed and a new guidewire was attempted with the same result. The physician then front-loaded the wire but it would not pass back through the tip. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.